Manufacturer narrative:
A service report completed (B)(6) 2019 indicated that the laser used by the customer was in compliance with dornier specifications. No fault with the device as manufactured. After speaking to risk management associates (B)(6) and (B)(6) of (B)(6) on (B)(6) 2019, they had determined that the patient incident that occurred was not caused by the h20 laser. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
Patient incident reported.